Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that no loss of capture had occurred and that it was fusion that made the patient's junctional rhythm look like loss of capture. No programming changes were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's rhythm showed possible loss of left ventricular (lv) lead capture. The lv lead remains in use. No patient complications have been reported as a result of this event.